Manufacturer narrative:
Device analysis capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed on the device. Wear abrasion observed on the device no further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Health professional reported a right side capsular contracture baker grade iii. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown".

Event description:
Patient reported a right side capsular contracture baker grade unknown. Device remains implanted.